Manufacturer narrative:
E1: initial reporter title, initial reporter first name, initial reporter last name - updated.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was prepared, and the flush port was connected to the pressure line. At this point, a leak was noted at the connection site of the catheter. The connection was disassembled and reconnected, however, fluid was still seen leaking onto the back table. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was prepared, and the flush port was connected to the pressure line. At this point, a leak was noted at the connection site of the catheter. The connection was disassembled and reconnected, however, fluid was still seen leaking onto the back table. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was prepared, and the flush port was connected to the pressure line. At this point, a leak was noted at the connection site of the catheter. The connection was disassembled and reconnected, however, fluid was still seen leaking onto the back table. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to flower configuration successfully. Flushing of the catheter was tested in all positions, and no abnormalities were found. The reported leak could not be confirmed through analysis.